Event description:
The customer reported to olympus the endoeye flex deflectable videoscope is missing the bonding part of the bending section cover. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive of the objective lens had come off, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the bending section adhesive was missing due to chemical or physical stress. Upon further inspection, it was observed that the adhesive of the objective lens had come off due to deterioration or breakage caused by chemical or physical stress. It was also observed that the bending angle was insufficient due to the elongation of the angle wire. Additionally, it was observed that the operating part of the angle fixing was loose due to damage on the lock engagement lever which, caused the bending section to not fix firmly. It was also observed that the video connector case was cracked due to external factors or a handling problem. Lastly, scratches were observed on the following unit components due to external factors: operation part, curved rubber, the grip, angle lever, the up-down plate, right-left plate, switch 1, on the light guide connector, on the light guide cover glass surface and on the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Report source incorrectly selected healthcare professional. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the glue of objective lens peeled off due to stress of repeated use, external factors, or handling. However, a final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.